Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was in heart block "on the table" with decreasing ventricular response and having a seizure during the time of the lead implant the doctor was "unable to get in the one side" due to anatomical reasons. A new lead was then introduced from the other side with no problems and the patient "did well". No patient complications have been reported as a result of this event.